Event description:
Reported from clinical trial in (B) (4) for product marketed in the USA: event: hospitalization due to erisypelas (39.56 fever) treatment: antibiotherapy.

Manufacturer narrative:
(B) (4).